Event description:
The reporter stated that the up arrow and down arrow buttons required several presses on the keypad in order to get a response and that the issue has been a problem for two weeks. There was reportedly no damage to the pump or keypad, the pump was not exposed to water and that the user wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.